Event description:
Additional information became available that this device was explanted due to the previously reported fractured rv lead with high impedances. Additionally, the patient's left ventricular (lv) lead exhibited high thresholds and was also explanted.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. It was found that the patient's competitor lead was believed to be fractured. The patient is wearing a life vest for now until the physician will remove the lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that the rv lead also exhibited loss of capture (loc). The device was explanted and replaced.